Event description:
It was reported following a left heart catheterization with stent, an angio-seal device was deployed to close the arteriotomy, which was reportedly below the bifurcation, in the superficial femoral artery. Post-procedure pulses were normal and the pt was in satisfactory condition. Approx ten day later, the pt presented with acute onset of claudication. An mra revealed near total occlusion of the superficial femoral artery with dissection of the right common femoral and superficial femoral arteries. A duplex ultrasound revealed elevated systolic velocity, poor color flow, and low echoes at the area of the closure device, indicating significant flow stenosis, possibly representing fibrin or thrombus deposit. The pt underwent surgical exploration. It was noted upon initial division of the subcutaneous tissue; there was significant inflammation and scar. The superficial femoral artery distal to the inflammatory mass was identifed. The inflammatory mass was resected off the surface of the common and superficial arteries. The closure device sutures were noted along the cannulation site of the proximal lateral superficial. The closure device suture was removed; upon opening the vessel, it was noted to be filled with clot on two sides of a dissection septum. This septum was followed and extended up in a spiral fashion into the common femoral artery and the origin of the profunda femoris artery. An end arterectomy was performed; the dissection plane was completely freed and removed. It extended distally into the superficial femoral artery approx 4 cm. Distal to the origin of the vessel. Patch closure was completed and secure; flow was initiated. After 30 minutes, there were excellent pulse in the superficial femoral artery and deep femoral artery beyond the site of repair. Hemostasis was achieved within the wound using thrombin and gelfoam as well as electrocautery and clips. A drain was placed. The skin layers were sutured and a sterile dressing was applied. The pt received a total of 7,500 units of heparin during the procedure. Excellent pulse was restored and the pt was reportedly in satisfactory condition. Heparin 7,500 units, lidocaine, thrombin (type and dose unknown), gelfoama nd antibiotic solution were administered throughout procedure. The specimen as sent to pathology.